Event description:
On (B)(6) 2011, pt reported having issues with her up arrow button on the infusion device. Pt stated the button does not always respond and the check mark button has to be pressed harder to respond now as well. Pt reported this issue has been going on for about a month. Pt stated the buttons do not stay stuck in and they don't pop back out, but it's like they "skip a beat". Pt reported the check mark button works, but she just feels she has to press it harder now. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.